Manufacturer narrative:
(B)(4). Concomitant medical products: - metasul ldh, head, 44, code j, taper 18/20 (item#: (B)(4), lot#: 2424373), - femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset (item #: (B)(4), lot #: 61371599), - metasul ldh, head adapter, s, -4, taper 12/14-18/20 t (item #: (B)(4), lot #: 2502406), the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports (fei-based): - 0009613350 - 2022 - 00523.

Event description:
It was reported that patient underwent initial left total hip arthroplasty. Subsequently, revision surgery due to metallosis, pain and elevated ion levels was performed. Acetabular component and femoral head were exchanged. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The follow-up report is being submitted to relay/additional and/or correct information. No product was returned or pictures provided: product evaluation could not be performed. Part and lot identification are necessary for review of device history records, neither were provided, therefore a research could not be performed. Devices used for treatment. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed to fix femoral neck dislocation. A revision occurred due to pain, elevated metal ions, and metallosis. Black synovitis was noted throughout the joint. The pseudocapsule was noted to be intact, and the femur component well fixed. No complications were noted, and new zimmer products were placed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report..

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b6, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided: product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices used for treatment. Medical records were provided and reviewed by a health care professional. Patient underwent initial left tha because of garden IV subcapital hip fracture. Approximately eleven years later, patient's blood analysis revealed a high level of cobalt in the blood. A revision occurred due to pain, elevated metal ions, and metallosis. Intraoperatively, black synovitis was noted throughout the joint. The pseudocapsule was noted to be intact, and the femur component well fixed. No complications were noted, and new zimmer products were placed. The new information do not change the outcome of the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.